Event description:
Pt was extubated in micu bed #6 on (B)(6) 2011 at approx. 1500 hrs. And placed on niv via 840 ventilator with appropriate non-vented full face mask. At approx. 1930 he was changed from 840 ventilator to respironics vision ventilator which required a full vented face mask for exhalation. Pt stayed on the vision niv with a non vented mask for 12 hrs, (until approx 0715), when respiratory therapist (rt) found him to be breathing on an inspiratory pressure of 20cm and expiratory pressure of 6cm with o2 at 50%. The ventilator was cycling based on the set respiratory rate and inspiratory time. The pt was unresponsive but had o2 at 50%. The ventilator was cycling based on the set respiratory rate and inspiratory time. The pt was unresponsive but had o2 sat of 99% and hr of approx 100 via monitor. Rt immediately removed the non-vented mask and placed pt on an open face mask at 100%, while obtaining the proper full vented face mask for the vision ventilator. Upon re-entering the room, pt was apneic and in cardiac arrest. Code blue was called. Pt expired.